Manufacturer narrative:
- Patient was last seen on (B)(6) 2013. Visual acuity sans correction was 20/40 in the right eye and 20/80 in the left eye. Prescribed magnification (rxm) was ¿0.50 -0.50 x 125 20/20 in the right eye and -1.25 ¿ 1.00 x 099 20/25+ in the left eye. Due to high risk of epi ingrowth patient is not willing to have enhancement at this time. Placeholder.

Event description:
Patient underwent uneventful ilasik on (B)(6) 2013. Patient presented post op with striae on the left eye but vision was good. Customer followed the patient for 3 months. At 3 month post op visit the patient and surgeon agreed to do a flap lift and stretch to remove the striae. Flap lifted and stretched, epithelium removed and soft contact lens placed on the left eye on (B)(6) 2013. At 1 week post op, the bandage contact lens removed, epithelial intact but rough. Uncorrected visual acuity (ucva) was 20/20 on the right eye and 20/100 on the left eye.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the delay in reporting by the customer to abbott medical optics (amo) on (B)(4) 2013. Due to the delay in reporting, the condition of the system at the time of the event cannot be adequately determined. Customer indicated that patient underwent uneventful procedure. Amo's field service engineer (fse) visited the site on (B)(4) 2013 for preventive maintenance and did not identify any issues associated with the event. The system meets amo's specifications.